Manufacturer narrative:
B4. Date of this report; corrected information; sup MDR#1 inadvertently included incorrect information. Date of this report should have been: 01/14/2025. B5. Describe event; corrected information; sup MDR#1 inadvertently included incorrect information.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or ;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was taken to the ER due to a bad seizure. Pt. Was seen in clinic where and settings were adjusted for an unrelated matter. No other relevant information has been received to date.

Event description:
The physician has responded that the cause of the increase in seizure intensity is dude to external factors (not related to vns). No other relevant information has been received to date.